Event description:
This valve was implanted due to aortic calcification with severe aortic regurgitation and intraoperative tee demonstrated no paravalvular leak. The patient's hospital course was uneventful and tte (feb 2000) showed a normally functioning valve with trace paravalvular aortic regurgitation and slightly dilated aortic root. The patient was seen in march and april for a presistent cough, tiredness, and lightheadedness. In april, the patient was diagnosed with copd with new atelectasis in both lung bases. In april, the patient was seen in the ER with c/o feeling poorly, chills, cough, postnasal drip, and some fever for one week. The patient was somewhat weak and had heartburn discomfort. Blood cultures were positive for staphylococcus. The patient was treated with antibiotics and was discharged home. The following morning, the patient expired. The autopsy report indicated the case of death was congestive heart failure due to hypertensive cardiovascular disease with cardiomegaly. Exam of the valve showed no adherent thrombi.